Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). D4: lot number reported as 1228608; however, this lot# does not belong to the reported item# according to internal database review. G4: additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text: summary investigation.

Event description:
It was reported that the patient went to the dentist with pain. The patient had an infection on a treated root canal tooth that affected the integrity of the implant at tooth site #14. Therefore, the implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: d4: lot number updated to 1229606. G1: contact office (and manufacturing site for devices) contact name and email. H3: device evaluated by manufacturer: change ¿no' to 'yes'. DHR review was completed for the subject lot number 1229606. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 1229606 for similar events and no other complaint was identified. Review completed utilizing keywords: infection. As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimvie control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition. H3 other text : summary investigation.

Event description:
No further event information is available at the time of this report.